Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) level was displayed as ¿high¿ (specific value was not provided) with ketones. Reportedly, the customer was hospitalized and was discharged on (B)(6) 2025, however; no additional information was provided and the customer declined troubleshooting with tandem technical support.